Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed that the cassette not properly attached. During testing.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. Review of the event history log (ehl) showed cassette not attached properly alarm. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.